Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated they were experiencing error codes 1007 and 1006 (unable to process test, background read failure) on the architect analyzer when using reaction vessel lot number 71450p100, 71558p100, and 71555p100. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Other lot # was corrected from 71450p100, 71558p100 to na. Suspect medical device, lot #: architect reaction vessel lot 71450p100, device MFR. Date: 11/25/08, expiration date: na. Architect reaction vessel lot 71558p100 device MFR. Date: 12/8/08, expiration date: na the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.